Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, large left anterior descending artery and small mitral valve for a mitraclip procedure. During the procedure, transeptal puncture was performed successfully reaching the depth of 4.2 cm. After transeptal puncture, pericardial effusion was observed. An eccentric regurgitant jet was observed across the leaflet. Clip alignment and locking was challenging due to severe prolapse. Multiple grasping attempts were required. During repositioning, it was determined that posterior gripper was not working. Troubleshooting was performed but was unsuccessful. It was decided to implant the clip on the central and medial position as it was not possible to remove the clip. After implantation, it was determined that a single leaflet device attachment has occurred and clip was no longer attached to the posterior leaflet. It was decided to implant the additional mitraclip as there was severe prolapse, residual mitral regurgitation and to stabilize the clip that caused slda. After several attempts, second mitraclip was implanted successfully on central and lateral position. Prior to the release of clip, the gradient was 8 mmhg, systolic blood pressure was 149 mmhg and a heart rate of 80 bpm. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, large left anterior descending artery, small mitral valve and restricted anterior leaflet for a mitraclip procedure. During the procedure, transeptal puncture was performed successfully reaching the depth of 4.2 cm. An eccentric regurgitant jet was observed across the leaflet. Clip alignment and locking was challenging due to severe prolapse. Multiple grasping attempts were required. During repositioning, it was determined that posterior gripper would not lower and raise. Troubleshooting was performed but was unsuccessful. It was decided to implant the clip on the central and medial position as it was not possible to remove the clip. After implantation, it was determined that a single leaflet device attachment has occurred and clip was no longer attached to the posterior leaflet. Per the physician, slda was due the pre-existing patient anatomy. It was decided to implant the additional mitraclip as there was severe prolapse, residual mitral regurgitation and to stabilize the clip that caused slda. After several attempts, second mitraclip was implanted successfully on central and lateral position. Prior to the release of clip, the gradient was 8 mmhg, systolic blood pressure was 149 mmhg and a heart rate of 80 bpm. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported single gripper actuation issue, incomplete coaptation, or clip opening while locked. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported single gripper actuation issue and clip opening while locked could not be conclusively determined. The reported incomplete coaptation appears to be related to challenging patient anatomy (large posterior leaflet prolapse, small atrium, restricted anterior leaflet). Causes for the reported tachycardia and hypertension could not be conclusively determined. The reported patient effects of cardiac arrhythmias and hypertension, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.